Manufacturer narrative:
Continuation of d10: ddbb1d1 ICD - implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited inappropriate shock.  The patient had experienced seven shock while at home. The patient had no symptoms prior to shock.  The patient's daughter was sent in workshop for magnet bowl. The patient placed the magnet bowl over the device prior to emergency medical service (ems) arrival.  The patient was carried to the nearest emergency room. The  rep was called to the ER for an interrogation and found the patient sitting up holding the bowl over the device aided by a strap.  The interrogation of the device reveal that shocks were due to noise and that the rv lead impedance and threshold were high. Short v-v intervals were also elevated.  The patient is not device dependent and paces very little.  The patient was recently placed on hospice care and has been discussing turning off.  The physician and patient discussed and reprogramming was performed to turn off detection and all alarms associated were turned off. When asked about the placement of the magenet the patient responded that they had seen it on a television show once. The lead remains in use. No further patient complications have been reported as a result of this event.